Event description:
It was reported that the patient's controller delivered a bolus that was not anticipated. The patient reported receiving a bolus dose while sleeping and experienced low blood sugar. Customer reports what she saw was 2.65 units delivered which she did not authorize. The customer did not require medical intervention and opted to change back to her previous dash system for insulin therapy. The op5 device is expected to be returned for further investigation, and the device logs may be obtained upon receipt being that the customer stopped using the device once the alleged event occurred. If additional information becomes available, safety will reassess this case.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.